Manufacturer narrative:
This is the same attachment as 3010536692-2015-01596.

Event description:
Allegedly, patient revised due to pain, ambulatory difficulty, elevated cocr levels mom complications right.